Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing, the patient was asymptomatic to the event. The physician elected to cap and replace the lead during routine device change out procedure on (B)(6) 2018. The patient was in stable condition during and post procedure.